Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
It was reported that the surgeon stated he wanted to put a constrained liner in because the patient had been dislocating. He stated that he believes the patient had dislocated due to his abductors not being attached. He removed a 36x56 +4 10 degree liner as well as a 36 +5 cocr head. Original implant date unknown. Doi: unknown, dor: (B)(6) 2020, affected side: unknown.